Manufacturer narrative:
The device was not returned for evaluation, and no pictures of the device were provided so the complaint could not be confirmed. It is difficult to determine a root cause with no sample to evaluate, however we suspect there may have been a manufacturing error that led to this incident. This should be considered the final report. If any additional relevant information is identified, it will be submitted in a supplemental report.

Event description:
Complainant alleges "yesterday we had a student cut herself when attempting to slide the protective cover over the blade. She was taking the blade off of the handle at the end of the case. She had a puncture wound to her hand, but the injury was not serious and did not require any dressings or sutures."